Event description:
It was reported a patient swallowed clips when the arch wire broke. After swallowing patient has a pain in the esophagus. The product pass through naturally. In doctor's opinion would it likely cause or contribute to a serious injury because could possible injury to the gastrointestinal tract or aspiration. Patient seek medical attention with a radiologist, was diagnosis with a foreign body in the colon after a x-ray gastrointestinal tract. Patient is fully recovered.

Manufacturer narrative:
The retain lot number was not available in the warehouse as the product was manufactured in 2019. Retain samples from 2019 were unavailable in compliance with dc mp 16-10.